Event description:
A 19f ultimum ev introducer was selected for use in a tavi procedure. After inserting the delivery system, the hemostatic valve of the introducer was noted to be leaking and the pt lost 200ml of blood. The pt was given a blood transfusion. It was noted the transfusion was procedure related and not necessarily due to the leakage of the sheath. The pt was in good condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.